Event description:
Attorney reports a consumer experienced permanent impairment in one eye after using this product. The attorney stated that the consumer had seen a corneal specialist but was not seeing a physician since they moved. Medical information has been requested but not received.

Event description:
Additional info rec'd from attorney and ophthalmologist. Attorney reports consumer experienced blurred vision, eye pain, damaged corneal surface and corneal scarring. Current ophthalmologist reports pt presented with corneal scarring but does not comment on relationship to product used. At time of event pt was treated by optometrist in oregon.

Event description:
Add'l info rec'd from attorney and ophthalmologist. Attorney reports consumer experienced blurred vision, eye pain, damaged corneal surface and corneal scarring. Current ophthalmologist reports pt presented with corneal scarring but does not comment on relationship to product used. At time of event pt was treated by optometrist in oregon.